Manufacturer narrative:
The initial MDR 2432235-2016-00057 was filed on february 5, 2016. It was incorrectly noted that it was unknown if the corrected result was reported to the physician(s). The corrected result was reported to the physician(s).

Event description:
The corrected result was reported to the physician(s).

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site and performed service over multiple visits. The cse replaced a leaking wash 1 rotary pump, wash 1 positive displacement pump and the acid pump. The cse ran prime and quality controls. The cse re-visited the customer site and discovered that the waste tubing check valve is causing back pressure. The cse removed the check valve, replaced peripump pump tubing, and wash station waste pump. The cse also replaced the waste pump and waste bottle assembly. Quality controls were stable and within range. The cause of the discordant, falsely elevated prge result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated progesterone (prge) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prge result.